Event description:
It was reported that a total wrist fusion standard plate had been implanted on the patient, it was in the patient for roughly 3 months and ended up breaking between the distal radius screws and the carpal screw, after speaking to the surgeon the plate had broken after the patient shook hands with someone at his sailing club, the plate was found to be difficult to be removed due to the multiplaned distal screws not leaving much bone in the metacarpals, they had to drill one of the distal screws out as they couldn't remove with just the driver, they also felt that when implanting the plate that goes on the 2nd metacarpal they struggle to make it fit without removing a lot of the dorsal radius.

Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if alternative information becomes available. Similar reporting, including this one: 3025141-2025-00769.